Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced bleb leak in the unknown eye against the xen®45 gts. Events resolved with sequelae. Treatment provided as amniotic membrane/addition of suture.